Manufacturer narrative:
The reported complaint of the autopulse platform showed user advisory (ua) 01 (low battery warning) error message during patient use was not confirmed in the archive review or during the initial functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse passed the initial functional test without any fault or error. Visual inspection was performed and found defective lcd backlight, unrelated to the reported complaint. The root cause was attributed to a defective processor board due to aging. In addition, unrelated to the reported complaint, found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is the characteristics of normal wear and tear for the age of the device. Deburring of the clutch plate was performed to remedy the encoder drive shaft issue. The autopulse platform is a reusable device and was manufactured in 2008 and is 11 years old, well beyond the expected service life of 5 years. Therefore, this type of issue found during the evaluation is characteristic of normal wear and tear for the life of the device. Review of the archive data indicated, unrelated to the reported complaint, the platform displayed user advisory (ua) 02 (compression tracking error) after the autopulse platform was powered and failed while executing take-up. The archive revealed the patient's chest circumference is very large in size and light in weight during the take-up. The user was managed to clear the user advisory (ua) 02. The autopulse platform performed 7 compressions on the medium size patient and then stopped compression due to user advisory (ua) 17 (max motor on time exceeded during active operation). This might cause due to the stiffness of the patient's chest. The take-up target value indicates it was a medium-size patient chest circumference. The user was able to clear the advisory and then attempted to use the platform again. However, the device failed while executing take-up multiple times due to user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The load sensing system has detected a weight/load imbalance between the two load cells. The advisory was cleared. The autopulse performed 42 compressions and stopped twice due to user advisory (ua) 02. The load characterization check was performed and confirmed one defective load cell likely due to aging. The load cell was replaced to address the user advisory (ua) 07 error. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 02 error message alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take-up/compression. User advisory (ua) 17 error message alerts the user that the drive motor did not reach the target compression depth within specification when used on a medium/large size stiff patient or when the battery being used has a low voltage or the lifeband is twisted. The reason the autopulse platform stops after a few compressions, it is trying to build up to the 20% compression depth and cannot do it in the specific time frame but did not have enough power to achieve this compression rate within 0.38 seconds. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Following the repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform displayed error message after about 20 seconds of compressions on a 50 years old male patient in cardiac arrest who was found apneic, pulseless, unresponsive, and unconscious lying prone in the kitchen. The crew performed the manual CPR for 25 minutes. The return of spontaneous circulation (rosc) was not achieved and the patient was pronounced dead at the scene. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The crew responded to a (B)(6) male patient in cardiac arrest. The patient had a record of drug use. The patient was found unconscious lying prone in the kitchen. The patient was found apneic, pulseless and unresponsive. The patient was moved to the living room and rolled over to the supine position to effectively perform CPR. Manual CPR was initiated, then the patient was placed on the autopulse platform. After about 20 seconds of compressions, the platform displayed user advisory (ua) 01 (low battery warning) error message. The user reset the lifeband and restarted the platform but the error message continue to persist. The autopulse platform battery status showed the battery was fully charged. The crew performed the manual CPR for 25 minutes. The return of spontaneous circulation (rosc) was not achieved and the patient was pronounced dead at the scene. Per customer, the patient's outcome is not related to the autopulse platform.